Event description:
The pt originally called to report on 07 (system alarm) on his infusion device. During that call, the pt stated, that his blood glucose was elevated to 277 mg/dl in the morning of 2007 and later, while at his doctor's office, his blood glucose measured 118 mg/dl. The pt also, mentioned an incident where his blood glucose was low (56 mg/dl), but he did not provide a specific date. The pt stated, that recently his doctor switched him to apidra and changed his basal rates. The pt was at work and was unable to provide further info. Four days following, the pt called back to provide more info. He stated he did not experience any symptoms associated with high or low blood glucose. He stated that, he was albe to bolus to lower his blood glucose and he ate cookies to raise his blood glucose. The pt's target blood glucose range is 80-102 mg/dl. The pt was advised to change his infusion set and cartridge every 48 hours while using apidra. A follow up call was made to the pt three days later. The pt stated that, he had another "episode" during the night before. He stated he woke up and his heart was "racing" at 110 beats per minutes. The next morning his heart was still racing, he had an upset stomach, and could hardly walk. His blood glucose measured 413 mg/dl. He stated that, he switched to his backup infusion device and bolused 25 units of insulin. His blood glucose decreased to 330 mg/dl. He bolused another 25 units, decreasing his blood glucose to 260 mg/dl, then another 25 units. The pt was advised to contact his doctor. The pt stated that, he did not want to troubleshoot the infusion device and he wanted to return it for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product will be returned for evaluation.